Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's pharmacist called to report that the customer was hospitalized on february 12, 2016 due to diabetic ketoacidosis (dka). Customer's blood glucose reading was 640 mg/dl. Customer's pharmacist stated that the insulin pump was removed at the time of hospitalization because health care professionals felt that the pump was not working properly. Customer was unable to complete troubleshoot and will call back at a later date. Therefore, the root cause of the customer's hospitalization could not be determined. Product is not being returned or replaced.